Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, it was reported that the sapien 3 valve was implanted in a surgical reduced pulmonic valve at the intended position with good results. However, the sutures of the surgically reduced native valve tore and the sapien 3 valve embolized into to the right ventricle. The sapien 3 valve was explanted and a surgical valve was implanted. There was no allegation or indication that the events were related to a sapien 3 valve malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a pulmonic valve replacement procedure, a 29mm sapien 3 valve, implanted via the sub-xiphoid approach, embolized into the ventricle. During the procedure, the native pulmonic valve was surgically reduced in size with sutures. A mini thoracotomy was performed and the native valve was ballooned to assure that the sutures held. The sapien 3 valve was then deployed in the intended position. Following valve deployment, the sutures previously placed to reduce the pulmonic valve tore/gave way and the sapien 3 valve migrated into the right ventricle. The procedure was converted to open surgery and the sapien 3 valve was explanted. A surgical valve was implanted. At the time of this report, the patient was in stable condition and doing well. Per the physician, the tore sutures were not unexpected. No device malfunction was reported. It was perceived that the torn sutures contributed to the migration of the sapien 3 valve.